Event description:
The facility's biomedical technician reported an infusion pump with a failure code 33 during biomedical testing. The hospital representative stated they have no record on any patient incident involving the pump since the last baxter service event. No additional contact information was provided.